Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the aorta. A synergy drug-eluting stent was advanced to treat the lesion. However, during delivery, the device kinked and was caught on the guide wire and the stent subsequently came off in the aorta. The dislodged stent was retrieved with no patient complications reported.